Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed no evidence of moisture in the battery compartment. However, there was evidence of moisture in the display and moisture damage on the pcb. A display lens leak was observed during testing. Investigators were unable to get the pump to power on, therefore testing could not be adequately completed.

Event description:
A family member reported that the patient experienced blood glucose (bg) over 600 mg/dl after discontinuing use of insulin pump therapy because of water inside the pump's battery compartment. She stated that the patient went swimming in a pool and the screen went blank, and the patient subsequently noticed water in the battery compartment. She stated that the patient disconnected from the pump and did not immediately implement a back-up plan. The family member reported that the patient was without insulin for two hours, and that a correction injection was subsequently administered. She confirmed that the battery cap was secure to the pump, and there were no visible cracks noted to the battery compartment. This complaint is being reported due to the patient's alleged hyperglycemic event after failing to implement an alternative form of insulin delivery when the pump could not be used to deliver insulin. Use error cannot be ruled out as a cause or contributor to the patient's alleged bg excursion.